Event description:
It was reported that "while taking connector out of office to replish, a metal shard came off of the ctr nut. No instruments were used on this brand new implant shard is included in plastic container."

Manufacturer narrative:
Add'l info has been requested and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.